Event description:
Treatment of an avm (arteriovenous malformation). After the onyx injection, it was reported that the distal segment of the catheter separated during removal due to onyx reflux and remained in the patient. No patient injury was reported as a result of the procedure. Same event as MDR# 2029214-2013-00820.

Manufacturer narrative:
The proximal segment of the catheter (approximately 159.5cm) was returned for evaluation without the distal segment as it remained in the patient. The separation resulted from tensile failure of the catheter during extraction from the treatment site. It is likely that the onyx reflux may have been greater than 1cm causing the catheter tip to be entrapped. The IFU (instructions for use) states: "do not allow more than 1cm of onyx les to reflux back over the catheter tip. Excessive onyx les reflux may result in difficult catheter removal and potential entrapment." (B)(4).